Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient reported headache and nausea after the implant procedure. The patient received a blood patch. There have been no further reports of complications and follow-up indicated that the patient has found effective therapy.